Event description:
In 1986 dr. Implanted an osteonics micro-structured hip stem, with a +5, 26mm morse taper head. The acetabular components were a 20002-0053 microstructured dual geometry cup with a 26mm insert.the acetabulum was revised in 1987 due to recurrent dislocation. The osteonics acetabular component was replaced with a howmedica pca cup. Also replaced was the +5 head with +10 head.in november 1992 the stem trunion failed, breaking at the disdtal edge of the +10 morse taper neck. The stem was replacedinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: no data. Invalid data - on device destroyed/disposed of status.